Manufacturer narrative:
(B)(4). Report source: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a pin became stuck in the drill guide during a knee arthroplasty procedure. This caused a delay to surgery.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned part shows signs of use, is nicked and the pin is lodged in the tibial cut guide. The device history records were reviewed and no discrepancies were identified. A definitive root cause cannot be determined.